Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While unpacking the 3.5 x 32 mm liberte' bare metal stent, the physician discovered that the struts were damaged. The procedure was completed with another liberte' stent. As there was no pt involvement, no complications occurred.